Event description:
When patient was receiving stem cells, rn attempted to pull out spike from first bag of cells to spike the second bag of cells, and the spike disconnected from the tubing. New spike acquired and connected to tubing. No cells were lost and patient was not harmed.